Event description:
Summary of event per documentation of staff and providers involved in the case and post procedure care: mda notified in pacu of post-operative hypotension after tavi procedure. Patient seen immediately at bedside, bp 50's/20's. Pt. Bps were sustaining in the 40s/50s systolic with regular heart rate within 90s. Pt. Remained hypotensive and reporting pain. 50mcg fentanyl given IV per one time. Pressors ordered immediately, in addition to calling for additional help/resources. Crna at bedside along with other available anesthesia staff. Levophed, epinephrine, phenylephrine titrated in an attempt to maintain map >65. Fluids wide open, albumin transfused, prbc ordered. Surgeon notified. Decision made to obtain cta. Mda, crna and pacu staff with patient to CT. Upon return from CT, patient still unstable requiring increasing pressor support. Istat drawn. Massive transfusion protocol initiated. CT showed very large right-sided retroperitoneal hematoma. Emergent right ij cordis attempted in pacu, unsuccessful - deferred to placement in or under general anesthesia. Patient taken to or, intubated, lines placed, transfused with belmont through cordis with rapid improvement in blood pressure. Patient stabilized, head scanned to rule out cranial vessel occlusion. Interventionalist paged and at bedside, cta of abdomen and pelvis ordered. Cta of abdomen and pelvis obtained and patient returned to pacu for additional stabilization. A total of 4 units of prbc were given in pacu prior to massive transfusion protocol order was placed. Pt. Was taken to the or for stent of right external iliac/right common femoral artery junction. Patient taken to ICU at end of case in critical but stable condition.